Event description:
During an injection to an infant, medication sprayed out ot the barrel. Child had to be re-injected. No injury to patient or nurse. Actual sample not saved. This is the second time it has occurred.